Event description:
On (B)(6) 2013, the distributer contacted animas stating the pump's display screen was blank. The pump reportedly emitted an "empty battery" alarm. The battery was reportedly replaced and the pump powered on with no issues. It was noted that the patient's blood glucose measurement was 4.254 g/l. The reported bg is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed power interruptions on (B)(4) 2013. A ¿low battery¿ and ¿replace battery¿ alarm was noted in pump history. The pump was suspended for 1 week between (B)(4) 2013. A visual inspection revealed no damage or moisture to the pump. There was no damage to the battery cap; electrical connection was maintained with no issues noted. The pump powered on to the ¿verify¿ screen with no issues. The pump was exercised for 24 hours with no power issues. A ¿low battery¿ and ¿replace battery¿ alarm was induced and the pump alarmed appropriately. The reported power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).